Event description:
Hold nw. It has been reported to philips that after obtaining a 12-lead ECG during a patient use case, the paramedic pressed "view summary" and device rebooted. Unit passed a subsequent self test. No health consequences to the patient.